Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of break in aseptic technique and peritonitis in a patient, coincident with dianeal pd2 1.5 and 4.5 unknown bag therapies for continuous peritoneal dialysis. On (B)(6) 2011, the patient experienced peritonitis which was manifested by abdominal pain. The cause of peritonitis was break in aseptic technique. On (B)(6) 2011, the patient was hospitalized. Patient started on remedial therapy with vancomycin (500mg, ip) and amikacin (12mg/l). It was not reported if the peritonitis had resolved. It was not reported if the break in aseptic technique had resolved. It was unknown if dianeal therapy was ongoing. It was not reported if remedial treatment with vancomycin and amikacin were ongoing. Concomitant medications were not reported. The nurse believed that the peritonitis was not related to dianeal therapy. A causality statement for the break in aseptic technique was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error - poor aseptic technique.